Manufacturer narrative:
Continuation of d10: product ID neu, unknown lead, lot#/serial# unknown, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the implant was replaced on (B)(6) 2023, one lead was revised at the time of the replacement, it was moved down one vertebral body. The explanted implant was discarded. Rep has no further information.

Event description:
Additional information from the rep indicated that the lead revision was due to the issue that the pt reported they hadn't been using therapy for 2-5 years (pt couldn't recall), because the stimulation made their stomach upset after the last programming session they had. Pt had reported this to a rep, but pt couldn't remember rep's name or exactly how many years ago the event and notification took place; the rep was unsuccessful in adjusting stim to fix the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) on (B)(6)2023. The rep reported that the ins was currently scheduled to be replaced on (B)(6) 2023. Rep met with the patient on (B)(6) 2023 and after the second trickle charge, the ins came back to normal recharge screen/por. Pt was not able to stay to recharge in order to clear por. The pt was advised that they should recharge daily until they were able to meet with rep again, which was scheduled for (B)(6) 2023. Additional information was received that the por was cleared on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impla nted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported they hadn't been using therapy for 2-5 years (pt couldn't recall), because the stimulation made their stomach upset after the last programming session they had. Pt had reported this to a rep, but pt couldn't remember rep's name or exactly how many years ago the event and notification took place; the rep was unsuccessful in adjusting stim to fix the issue. The rep told pt to 'refigure it to different points,' which worked for a few days, then made pt sick again. Pt mentioned a rep may have been the one who suggested to pt to shut off battery and let the battery die, and then the implant stayed off. Pt was going to have the ins replaced, but needed to have an MRI of area first. Pt was unable to do so since they couldn't put ins into MRI mode. Pt said they could power on their programmer but was unsuccessful in putting ins into MRI mode. The agent reviewed that it wouldn't be possible while ins battery was in possible overdischarge. The patient was redirected to their healthcare provider to further address the issue. Agent explained hcp could use nas phone number to schedule appointment with rep to try taking implant out of possible over discharge mode and then try putting into MRI mode.  Additional information was received from a manufacturing rep. Caller reported that pt's ins is overdischarged for the second time. Caller attempted to clarify how long the ins has been depleted and pt stated "years". Caller stated they will meet with pt to attempt to restart the ins. Caller also mentioned that pt is scheduled to have the ins replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.